Event description:
Pt returned two days post-op with bone segments in third and fourth toes separated and smart toe dips appear to have loosened. Intraoperative xrays appeared to show appropriate bone apposition.

Manufacturer narrative:
The device is not available for eval. If add'l info becomes available, a supplemental report will be submitted.